Event description:
Edwards received notification that a patient from united kingdom with a valve model 11500a implanted in the pulmonic position underwent a valve-in-valve procedure after an unknown implant duration, however no greater than six (6) years and seven (7) months for unknown reasons.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: a device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. Based on the information available, the most likely cause is patient factors, including carcinoid and implant position. There is no evidence to suggest an edwards manufacturing defect.